Event description:
It was reported by the patients spouse that the patient developed a (B)(6) infection fourteen days after a spinal cord stimulation trial procedure. The patient has been hospitalized in the intensive care unit ICU. No further information has been able to be obtained.

Manufacturer narrative:
Report source: patients spouse.

Event description:
It was reported by the patients spouse that the patient developed a staphylococcus aureus infection fourteen days after a spinal cord stimulation trial procedure. The patient has been hospitalized in the intensive care unit ICU. No further information has been able to be obtained. Additional information was received that the patient developed sepsis following the initial implant procedure and had passed away because of it.